Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 2017-apr-03 from the patient's healthcare provider (hcp). It was reported that the cause of the patient's pump alarm was the pump needed to be replaced. It was also noted that the patient forgot the date of their refill and as a result missed the refill. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient was given the wrong refill date and experienced withdrawal "8 to 10 years ago." The patient's pump began to alarm. According to the patient, their healthcare provider sent them to the ER to address the withdrawal. The patient's pump was eventually refilled. No further complications were reported.